Event description:
A high waste line pressure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's hgb level decreased from 11.9 g/dl to 10.9 g/dl approximately one week post event. Standard epogen dose was restarted at 3,000 units 2xweek. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the alarm cannot be determined. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback as instructed in the user's guide. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. The user's guide includes appropriate actions to respond to alarms. There have been no similar reports subsequent to this event reported. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.